Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after a procedure on (B)(6) 2013 during cleaning and sterilization, a prodisc spreader was discovered with human tissue stuck to the blades. It was stuck to the small cavities exactly where the grooves pass each other. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional evaluation coordinated by synthes (B)(4) reports the following: investigation of the spreader performed by the product development center reported to have found by microscope and between the grooves of the knurling; what appeared to be residue from human tissue. It was also found that the tips of the knurling are partially deformed. This is likely the result of the this being an old instrument and caused by normal wear and tear over the years. This also likely the reason for the tissue being find on the material of the spreader. No product fault could be detected.